Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c4-6. It was reported that at sometime post-op the bone screw backed out of the plate. The patient underwent revision surgery approximately 4 months post-op and was reinstrumented due to a non-union. No additional patient complications were reported.